Event description:
It was reported that patient had an elevated ion blood count and complained of pain. Dr(B)(6) revised her femoral stem without much difficulty and implanted secur-fit implants to match up with appropriate cup and leg length. He also placed a cable around the proximal stem.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.